Event description:
Information was received indicating that prior to use of this smiths medical cadd cassette reservoirs, the pharmacist noticed leakage from the cassette while filling and drug came out from the pouch. It was reported that the cassette was filled and placed on the table for a while and during that time noticed that the pouch was clearly leaking. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in an unused condition. Visual inspection was performed under normal conditions of illumination and no discrepancies were found. During analysis, a syringe was used to infuse water into the bag and leakage was detected in the bag. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted t be manufacturing.